Manufacturer narrative:
E1 - address 1- (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction scope connection error (e315) and no image was due to corrosion on endoscope connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had a scope connection error (e315) and displayed no image. The issue occurred during inspection for use. There were no reports of patient harm.